Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested with liquid quality control. Testing results: qc 1: 2.6 inr, qc 2: 2.5 inr , qc 3: 2.5 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr) all measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer's physician complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory with dade innovin reagent. At 10:45 am, the result from the meter was 8.0 inr. At 10:50 am, the result from the meter was 7.7 inr. The physician requested a laboratory measurement because the results were high. At 12:38 pm, the result from the laboratory was 5.4 inr. There was no allegation of an adverse event. The customer did not require any treatment and was "stable". The customer withheld her warfarin on (B)(6) 2018 based on the laboratory result. The customer was not anemic and no antiphospholipid antibodies. The customer did not have a special or unusual diet and no bruising. The customer had just received training on the meter. The customer's therapeutic range was 2.5 - 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 294942) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.